Event description:
It was reported that the device was used during a laparoscopic ovarian cystectomy. It was reported by the rep that the device would not line up with assembly. The jaws and blade slightly off. They tried to use and could not get a good grasp of the tissue. The unit would not coagulate or cut as it should. A new unit was pulled and assembled. The unit worked as it should. The customer is very experienced with the product. There was no consequence to the pt.